Event description:
It was reported that traces of water have been found in the hospital o2 supply system. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that traces of water have been found in the hospital o2 supply system. The only information received regarding this complaint is the reported event. No information on replaced parts has been received and no logs have been received. No further issues have been reported after the reported event. Given this, we have not been able to confirm the problem nor can we identify any root cause.

Event description:
Manufacturers ref: #(B)(4).